Event description:
It was reported to philips that the device's therapy capacitor needs replacement. There was reportedly no patient involvement.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the therapy capacitor which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.